Event description:
On 10/9/92, placement of an osseointegrated implant in the position of tooth #19. Screwvent implant, 3.75 mm with 2.5 internal hex. On 8/22/94, implant was found fractured at the collar and a healing cap placed.